Event description:
The customer reported that the system did not initialize (start-up). There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The connectors and circuit boards were cleaned an reconnected. The system was then found to be operating as intended.